Manufacturer narrative:
The referenced driveline infection was reported under medwatch MDR report# 2916596-2018-00059 (B)(4). Approximate age of device - 3 years, 6 months. The explanted device is expected to be returned for analysis. It has not yet been received. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was currently admitted to the hospital due to a driveline infection. The lvad system was producing driveline fault alarms and the system controller was exchanged on (B)(6) 2017. The lvad system produced another driveline fault alarm on (B)(6) 2017, there were 4 driveline fault alarms. Upon interrogation of the device on (B)(6) 2017, multiple low flow alarms were noted as well as pump stoppage. It was also noted that the driveline fault beeped once and then stopped. X-rays were reviewed by the technical service representative and were found to look unremarkable. On (B)(6) 2017, the patient received a successful pump exchange via subcostal incision. The pump will be returned to be returned for evaluation once it has been released from the hospital¿s pathology department.

Manufacturer narrative:
Correction: changed from yes to no, not returning. The reported pump stoppages and hazard alarms were confirmed through the review of the submitted system controller log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.